Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer matrix failed and stated message " not detected on the bus" the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed, stating 'not detected on bus,' and was unable to be recovered. A field service engineer confirmed that the issue was resolved by customer after providing solutions to the issue over call. The system functioned as intended after the customer resolved the issue.